Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated while they were asleep on (B)(6) 2020, the sensor stopped reading. He had a hypoglycemic episode, was not alerted of the low values and had a seizure. He self-administered glucagon and felt better. At the time of report, the patient was doing better. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.